Event description:
It was reported that on (B)(6) 2022 the 419 packages were found broken during inspection. All the packages have the same exact type of hole. All devices have a sterility breach. All the defects found during the same exact inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
(B)(4). Quantity of 419 devices were found during incoming inspection. From the pictures attached it the defect was confirmed as reported by the customer broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and to implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photo. The customer returned (B)(4) unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. It appears that there is a crack near the tip of the devices where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Dimensional, functional, and additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35w 6/box lot # 73c2200774 was manufactured on 03/22/2022 a total of (B)(4) pieces. Lot was released on 04/06/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. A corrective action has been previously opened to further investigate this issue. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on 24 oct 2022 the 419 packages were found broken during inspection. All the packages have the same exact type of hole. All devices have a sterility breach. All the defects found during the same exact inspection at the same time. The outer box was not damaged.